Event description:
The customer called for help with her meter. While troubleshooting, she performed control tests and received results of "lo", 180 mg/dl, and 167 mg/dl. The normal control range was 87-119 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.